Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited low rv intrinsic amplitude evidenced in latitude. The health care personnel following the patient inquired with the technical services consultant as to why the amplitude measurement would be so low. The health care personnel indicated that this patient had told her she thought her device had moved. The caller also noted that she had found out that this patient had changed physicians and just started being followed at this clinic in august. The technical services consultant looked back in the daily measurement history and the intrinsic r wave had been low since the end of may. The consultant determined that the yellow flag was sent to the previous following physician. Impedance measurements were reported as stable and normal. The caller did not think that the patient had new medication. The consultant suggested that a chest x-ray may needed to verify the lead position remains as expected. It was further noted that the electrocardiogram revealed slight noise on the rv channel, though it was not marked. It was recommended by the technical services consultant to attempt to recreate the noise and do full follow up, as well as take impedence measurements while recreating the noise to see if there is a change. To date, this has not been done. The health care personnel indicated that there were no stored episodes showing noise and the real time electrocardiogram (egm) looked relatively clean and the fine noise she is seeing could be due to resolution. There were no reported adverse patient effects as a result of these clinical observations. Additional information was received indicating that five years later, a surgical procedure was performed wherein this device was explanted due to normal battery depletion (nbd). A new ICD was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
To date, this device and right ventricular (rv) lead remain in service. As more information would become available, this report will be updated. No additional information is available at this time. Once additional information is available, this report will be updated.